Event description:
Related to MFR report #2183959-2011-00316. On (B)(6) 2008, a perigee graft was implanted for pelvic organ prolapse. Allegedly, "after, and as a result of the implantation of the medical devices," the pt experienced, "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries."

Manufacturer narrative:
Should additional info become available regarding this event ti will be re-evaluated and a follow-up report will be sent.